Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. All operating currents are within spec. And no unexpected battery power loss, power loss alarms, or battery not compatible alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery was not compatible. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.